Event description:
On (B)(6) 2025, a patient underwent a stent placement using lifestent 5f vascular stent. When it was placed in the patient allegedly it was found that the stent measured only 125 cm, not 150 cm. Due to the incorrect length another stent was used to complete the procedure with no issues.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was requested as the reported lot number was unknown. Investigation summary: neither sample nor image provided. The reported issue could not be re produced which leads to inconclusive result. Therefore, the reported issue may be related to incorrect holding or handling during deployment, difficult vessel anatomy/ challenging placement site, or accessories used. Deployment without pta may be a contributing factor to friction increase. In this case limited information was provided. Based on the investigation of the provided information, the investigation is closed as inconclusive. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. Holding and handling of the system throughout deployment was found described. In particular the IFU state: 'prior to and during stent deployment, remove slack from the delivery system catheter outside the patient by gently holding the stability sheath and keeping it straight and under tension.' Regarding access/ accessories the instruction for use state: 'gain ipsilateral or contralateral femoral access utilizing an (...) 5f (1.67 mm) or larger introducer sheath. (...) Insert a guidewire of appropriate length (table 3) and 0.014 inch (0.36 mm) - 0.035 inch (0.89 mm) diameter(...).' The instruction for use further state: 'pre-dilatation of the lesion with a balloon dilatation catheter is recommended.' B3, b5, g3, h6 (method). Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a stent placement using lifestent 5f vascular stent. When it was placed in the patient allegedly it was found that the stent measured only 125 cm, not 150 cm. Due to the incorrect length another stent was used to complete the procedure with no issues and reported that patient was exposed to body fluids.